Manufacturer narrative:
(B)(4). Date sent: 2/27/2024. D4: batch # 492c83. Additional information was requested, and the following was obtained: is the current patient status known? Unknown was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Yes, surgeon decided for safety reasons to sew/stitch over the wound investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60t reload loaded on the device. The reload was received partially fired 1/3. In addition, another gst60t reload was received partially fired 1/3.  The returned device and reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 492c83, and no non-conformances were identified.

Event description:
With the first two magazines, the stapler blade moved forward 1 cm, clamped and then returned directly to the starting position. New magazine, same situation. Sewn over for safety. No patient consequences reported. No further information is available.